Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. It should be noted that the reported material number, 381523- insyte autoguard winged bl 22ga x 1.0in, is a unit that does not have blood control technology. Without the blood control technology, blood will begin flowing immediately. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: material no.: 381523. Batch no.: 0195389. It was reported that control valve is not stopping the blood from backflowing, causing blood to pour out onto the patient. Distributor called in to report that the blood control valve is not stopping the blood from back flowing. As soon as the needle is removed, blood starts pouring out onto the patient. Customer stated that it has happened 4 or 5 times. Customer discarded the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: material no.: 381523, batch no.: 0195389 . It was reported that control valve is not stopping the blood from backflowing, causing blood to pour out onto the patient. Distributor called in to report that the blood control valve is not stopping the blood from back flowing. As soon as the needle is removed, blood starts pouring out onto the patient. Customer stated that it has happened 4 or 5 times. Customer discarded the product.